Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er420 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, upon removal of the device from the packaging the st attempted to load the first clip into the jaws without success. The first four clips were deployed on the back table in an odd shape. The shape was that of a horse shoe with both sides partially pushed in. The fifth clip shot out of the jaws on its own with no hand on the firing trigger. The device was fired again and the clip was formed perfectly. It was determined to open a new device to perform the surgery. The device was never used on the patient so there were no patient complications.